Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector did not function. It would not cauterize. The bovie cord was replaced and connected with similar results. The hospital used a second bisector, successfully completed the case. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: investigation was completed and the device passed the electrical specifications and the simulated cautery test. The complaint is not confirmed for the bisector would not cauterize since there were no non-conformance discovered during the investigation.